Manufacturer narrative:
The device was discarded by the facility therefore no device evaluation will be possible. (B)(4).

Event description:
Case #1 - mild burn was observed around the anterior portal after using the device. Operative duration 1 hour 40 minutes sad duration. Very short time. Configuration: vulcan generator output 140w pump d25 pressure range 10-25mmhg. Coagulation was performed by rotating blades. The device has been disposed of by the facility and will not be returned for evaluation.